Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was determined by the physician that a dissection occurred in proximal ica with the interventional wire (enroute 0.014'' guidewire). After multiple attempts to find the true lumen, the procedure was converted to carotid endarterectomy (cea).

Event description:
It was determined by the physician that a dissection occurred in proximal ica with the interventional wire (enroute 0.014'' guidewire). After multiple attempts to find the true lumen, the procedure was converted to carotid endarterectomy (cea). Additional information received stated the device responsible for the dissection is unknown. It was not confirmed to be the enroute guidewire.

Manufacturer narrative:
Incorrect model number entered in initial MDR report in error: 11686-01. Model number updated in follow up report: sr-014-gw. Additional information received stated the device responsible for the dissection is unknown. It was not confirmed to be the enroute guidewire. Updated investigation results.

Event description:
It was determined by the physician that a dissection occurred in proximal ica with the interventional wire (enroute 0.014'' guidewire). After multiple attempts to find the true lumen, the procedure was converted to carotid endarterectomy (cea).

Manufacturer narrative:
Incorrect model number entered in initial MDR report in error: 11686-01 model number updated in follow up report: sr-014-gw.